Manufacturer narrative:
Medwatch mw 5035282 was received from the FDA on (B)(4) 2014. This medwatch receipt is conmed's first notification of this reported incident. Return of the suspect device has been requested of the reporter, (B)(6) by email on (B)(4) 2014. On completion of a quality engineering evaluation, a supplemental report will be filed. This is being reported due to a sentinel event reported on medwatch 1320894-201200099. Unknown if being returned.

Manufacturer narrative:
Manufacturer narrative: the device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. The customer has not returned the suspect device and an evaluation cannot be performed. Without evaluating the suspected device a conclusive determination of root cause cannot be made. A DHR/lhr. Device history record/lot history record, review has verified the devices were produced and released according to the current and approved procedures and material specifications. Proper manufacturing procedures including testing and inspections were performed during manufacture to prevent non-conformances regarding the product's identity, quality, safety, effectiveness and performance. A two year review of complaint history shows two (2) reports for this lot number (0.416% lot malfunction rate) and forty-six 46) similar complaints for detachments of components from 404,045 units sold (0.01138% device malfunction rate). The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. The date of this report was reported improperly on the initial submission of this medwatch and the correct date is reflected in this report. Not returned to conmed.

Event description:
It was reported, "during an lap abdominal hysterectomy, the v-care device separated when the balloon deflated. As they were trying to retrieve the specimen, the cone/cup that is positioned next to the cervix slid over the balloon and tore a portion of the balloon. All pieces were retrieved from the pt this time." It was also reported that there was no patient injury.